Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for eval, but has not yet rec'd them. If either the meter or strips are returned, lifescan will eval it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
The pt contacted lfs alleging that her one touch ultra meter was prompting the error 4 message. The pt has stopped testing for approx 1 mo. She reported seeking medical attention, as she had been feeling shaky and faint. The pt did not attempt to test her blood glucose level during the time of concern. The pt was tested and treated with chocolate and sugar for a blood glucose level of 62 mg/dl. The pt is insulin dependant. The pt did not allege harm. There is no info to suggest that the pt experienced injury or medical intervention due to the meter. The customer svc rep confirmed that the pt had correct testing techniques and the test strips were in good condition. The csr walked the pt through retesting and the meter prompted the error 4 message. Based on the info supplied by the pt, there is an indication that the prod malfunctioned and that the event meets the criteria for a medical device reportable. Issue was not resolved through troubleshooting.